Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq large volume pump was frozen. The beacon light was blinking red and the screen just said baxter. The battery was taken out, but the screen is still doing the same thing. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, and the display remained on the baxter "screen". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be from ui pcba board and front panel assembly. The ui pcba and front panel assembly requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.